Event description:
Additional information was received that the patient underwent generator replacement surgery on (B)(6) 2015 due to premature battery depletion. It was reported that the patient's device was seen to show ifi=yes on pre-operative interrogation and then ifi=no on pre-operative diagnostics. Programming history was reviewed and showed normal device functionality on (B)(6) 2014. However, the patient then reportedly had a corpus callosotomy surgery in (B)(6) 2015. The next time the patient was seen appears to be (B)(6) 2015 at which time the device was interrogated and displayed a vbat<eos threshold error message and had pulse disabled itself. However, at this point the battery voltage was 3.080, indicating it had risen back up to normal since the device was potentially hit by electrocautery. Patient's device has since depleted down to 2.832 v on (B)(6) 2015, and reportedly ifi=yes prior to surgery. The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the returned vns generator. Analysis showed burn marks on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. In the analysis lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event (pulse disabled), there were no performance or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported that the patient's generator was showing about 25% battery life remaining per battery icon upon interrogation when a few months prior the generator was showing a 100% on the battery icon. It was noted that in (B)(6) 2015, the patient went in for an MRI and at that time it was said that the device had "turned itself off" per the family as communicated to them. Additionally there was mentioned" errors when interrogated" but it was not clear on what was visualized.

Event description:
Additional information was received that the patient's nurse practitioner was concerned that the patient's generator may have been struck by electro-cautery during a corpus colostomy procedure in (B)(6) 2014. It was stated that a couple of weeks after the procedure the patient was set to have an MRI, so the device was to be disabled. However, it was reported that at that time the patient's device was already turned off and was giving errors (thought to be end of service errors). Additional information was received from the nurse who interrogated the patient's device in (B)(6) 2014. She stated that the patient came in for a follow-up appointment on (B)(6) 2014 to have the device disabled for an MRI, but the devices normal and magnet currents were already set to 0ma. She also stated there was an error message telling her to contact the manufacturer. She stated that she then titrated the patient back up to 1.25ma normal and 1.5ma magnet output current. System diagnostics were within normal limits. The patient tolerated the titration well. No additional information has been received to date.